Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. Follow up information received from the customer on (B)(6) 2016 indicated that the infusion set site placement could be the issue and that the customer was to consult with their healthcare provider regarding site placement. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the last 3 days. Bg level had elevated up to 510 mg/dl with moderate ketones. On the first day, the customer noted a large air bubble in the tubing and primed the tubing to remove the air bubble. The customer changed the infusion set, cartridge, and site and delivered a correction bolus. Despite changing supplies, the customer's bg level remained elevated and the customer reverted to manual injections. The customer reported having issues with vision, stating that their sight was "in and out". The customer's bg level remained elevated, despite being on manual injections. During troubleshooting with tandem technical support, a system check indicated that the pump was operating as expected. Reportedly, the pump basal rate had been temporarily increased on 01/28/2016 and the customer changes out the cartridge every 4 days.

Manufacturer narrative:
.